Event description:
A svc call ticket was generated w/the following text. "Control plates are damaged". There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.